Manufacturer narrative:
Evaluation summary: failure code 570:320:844 was confirmed. Inspection of the device found that the pump's batteries had 8 battery discharges below the alarm threshold. These indicate that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During product evaluation, failure code 570:320:844 was found in the pump¿s event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.